Manufacturer narrative:
(B)(4).

Event description:
Following a replacement of the pt's device for normal battery depletion, it was reported the pt had "edema around the wound of the head." Subsequent info showed the pt had not gotten better, but was being treated by their physician with an unk drug.